Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) leaked sterile heparin saline during device prep, and the balloon ruptured. There was no reported patient injury. The device was prepped and stored according to the instructions for use (IFU). There was no damage observed prior to opening the package. The user is mynx certified. The device will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) leaked sterile heparin saline during device prep, and the balloon ruptured. There was no reported patient injury. The device was prepped and stored according to the instructions for use (IFU). There was no damage observed prior to opening the package. The user was mynx certified. A non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The stopcock was found in the open position, the balloon was found fully deflated. The sealant and advancer tube remained in their manufactured positions. The procedural sheath and the syringe were not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device per the mynxgrip IFU. The results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device. The reported event of ¿balloon-balloon loss of pressure at prep¿ was confirmed through analysis of the returned device. However, the exact cause of the longitudinal tear condition found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, as this issue was found during preparation of the device, handling factors during prep are possible. According to the IFU during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.